Manufacturer narrative:
Analysis of the log files from the AED showed that on 06/02/22, the AED started randomly reporting replace data card warnings. The replace data card warnings appear to have been caused by the data card slot becoming damaged during use. The log file review showed that the customer's failure to promptly address the warnings reduced battery life expectancy. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED gave an error code of "AED error or warning; battery replace now warning". The reported event did not occur during patient use.